Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18sep2020.

Event description:
It was reported to philips that the device had a touchscreen issue. The device was not use at the time of the event. The issue was found during maintenance on the device. There was no patient involvement, and no patient treatment was delayed. Philips authorized service personnel (asp) was dispatched to the customer site to provide additional onsite assistance. The asp confirmed the reported problem and the touchscreen was replaced to resolve the issue.